Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a non-recoverable error code 95 and then subsequently shut down. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The error fault by definition indicates that the board temperature had reached its maximum level. The user was advised to inspect the system and remove any obstruction on the vision side cart (vsc) and patient side cart (psc) air flow and ventilation. While carrying out the instruction, the nurse communicated that they are still allowing the system to "cool down." Isi followed up with the site and obtained the following additional information on 29-sep-2021 regarding the reported event: the system was checked prior to use and no issue was found. During the troubleshooting call, the tse confirmed that there was no obstruction observed on either the vsc or psc airflow or ventilation. The system was not connected to the network at the time of the procedure. A full evaluation of the system and complete troubleshooting was not performed with the tse during the call. Due to the recurrent error fault, the surgeon elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of non-recoverable error code 95 was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective component - personality module audio - video (pmav). A test replacement of this part with a known good component resolved the issue. It was further reported that the fse replaced the pmav. Following this, the system was further tested and verified as ready for use. Isi received the pmav involved with this complaint and completed the device evaluation. Failure analysis of the pmav with an in-house pca system found no issue. The reported event was not reproduced. The test system was subjected to 10 power cycles and operated for an extended period of time without issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system logs performed by the regulatory post market surveillance (rpms) analyst subject matter expert (sme) for systems confirmed multiple incidence of the non-recoverable error code 95 pointed to a defective component that rendered the system in a down state. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure contributed to the procedure being converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.